Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) event due to minute ventilation oversensing on this right ventricular (rv) lead. Lead evaluations were performed, and no evidence of impairment was found. Technical services recommended to double check impedance values and threshold at the next clinic visit to assure integrity of the rv lead. This rv lead remains in service and no adverse patient effects were reported.